Manufacturer narrative:
Investigation results: the complaint is not confirmed for blade would not cut. Bisector blade is to specifications and bisector blade actuation is functional.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.